Event description:
It was reported that 3 years after a tka surgery with joruney ii cr fem oxinium, was found a closed non-displaced fracture of right patella, it was treated with a brace knee immobilizer. The patient outcome is unknown; no other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily worn and has cement embedded into the mating surface. The clinical / medical investigation concluded that this clinical study complaint reports that the patient sustained a closed non-displaced fracture of right patella, which was treated with a brace knee immobilizer. Per email communication, the requested x-rays and surgical reports are not available. The patient's condition is reported as "recovering/resolving." Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.